Event description:
Information received from the field notes phrenic nerve stimulation. The lv output was adjusted to decrease the voltage to 1.5 v and increase the pulse width to 1.5 ms. The frequency of the inappropriate stimulation decreased, but some stimulation remained.